Event description:
It was reported that a peritoneal dialysis (pd) patient passed away and had peritonitis at the time. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized (admission date not reported) for peritonitis. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with escherichia coli, bacteroides fragilis and enterococcus spp. White blood cell (wbc) counts presented with 41,375/mm3 with neutrophils at 97%. The patient was diagnosed with peritonitis due to possible contamination during ccpd therapy on the liberty select cycler. The patient was prescribed the following medications in response to the infection: intravenous (IV) vancomycin at 1 gm with every dialysis treatment, IV cefepime at 1gm with every dialysis treatment, intraperitoneal (ip) ceftazidime at 1 gm (unknown frequency or duration), IV daptomycin at 500mg (unknown frequency or duration), IV micafungin at 100 mg, IV piperacillin 3000 mg/tazobactam 375mg (unknown frequency or duration), one-time IV piperacillin 4000 mg/tazobactam 500 mg as a loading dose on (B)(6) 2021 and ip vancomycin at 500 mg (unknown frequency or duration). The patient was able to undergo ccpd therapy on a hospital provider cycler (unknown brand and model) during this admission until (B)(6) 2021 when the patient¿s pd catheter (not a fresenius product) was removed due to severe sepsis and peritonitis. The patient continued with hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. An additional wbc count was taken on (B)(6) 2021 to show the effectiveness of antibiotics, which presented 933/mm3 with neutrophils at 90%. The patient subsequently expired in the hospital on (B)(6) 2021 due to sepsis from bacterial peritonitis and end-stage renal disease (esrd). It was unknown if the patient was actively dialyzing on or around the time of his death. Additionally, it was unknown if the patient¿s death was related to pd therapy and/or any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between the patients death due to sepsis and esrd, and hd therapy on a hospital provided hd machine. The cause of the patients death can be attributed to sepsis caused by bacterial peritonitis and esrd. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of sepsis and preexisting cardiovascular disease. A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patients peritonitis was stated a probable contamination, inferring this occurred during ccpd therapy on the liberty select cycler; however, the exact cause of peritonitis leading to sepsis was unknown. Additionally, there was no report of a deficiency or malfunction of any fresenius product(s) or device(s) that caused or contributed to the patients peritonitis. Lack of aseptic technique or touch contamination is the most common source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a polymicrobial infection involving opportunistic microorganisms that are part of systemic human flora. In the absence of a confirmed cause of peritonitis, product investigation and the unknown relationship between pd therapy and the patients peritonitis, sepsis and death, the root cause of these events cannot be determined at this time. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away and had peritonitis at the time. Upon follow up, the patients pd registered nurse (pdrn) reported this patient was hospitalized (admission date not reported) for peritonitis. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with escherichia coli, bacteroides fragilis and enterococcus spp. White blood cell (wbc) counts presented with 41,375/mm3 with neutrophils at 97%. The patient was diagnosed with peritonitis due to possible contamination during ccpd therapy on the liberty select cycler. The patient was prescribed the following medications in response to the infection: intravenous (IV) vancomycin at 1 gm with every dialysis treatment, IV cefepime at 1gm with every dialysis treatment, intraperitoneal (ip) ceftazidime at 1 gm (unknown frequency or duration), IV daptomycin at 500mg (unknown frequency or duration), IV micafungin at 100 mg, IV piperacillin 3000 mg/tazobactam 375mg (unknown frequency or duration), one-time IV piperacillin 4000 mg/tazobactam 500 mg as a loading dose on (B)(6) 2021 and ip vancomycin at 500 mg (unknown frequency or duration). The patient was able to undergo ccpd therapy on a hospital provider cycler (unknown brand and model) during this admission until (B)(6) 2021 when the patients pd catheter (not a fresenius product) was removed due to severe sepsis and peritonitis. The patient continued with hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. An additional wbc count was taken on (B)(6) 2021 to show the effectiveness of antibiotics, which presented 933/mm3 with neutrophils at 90%. The patient subsequently expired in the hospital on (B)(6) 2021 due to sepsis from bacterial peritonitis and end-stage renal disease (esrd). It was unknown if the patient was actively dialyzing on or around the time of his death. Additionally, it was unknown if the patients death was related to pd therapy and/or any fresenius product(s) or device(s).